Event description:
Three years ago, the pt experienced shocking sensation from his deep brain stimulators. The devices were replaced. The pt experienced a good therapeutic effect with the new device system. The new device ameliorated significant pt difficulties. Please reference mfg report # 600032200905138. A follow-up report will be submitted if add'l info becomes available.